Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-14928. It was reported that the patient developed an infection. The entire system was explanted. The patient was stable before, during, and after the procedure.